Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient just noticed the right implant was taking longer to charge (45min-1hr from 50%-100%) than the left side (20min from 50%-100%). The patient confirmed that he uses the wireless recharger (wr) to charge the implants and he is unsure why this would be. The various battery levels the ins may be at when it reads 50% was explained. The patient stated that he did not use the recharger app to see his coupling connection. When the patient tried to connect to the wr with the handset, the wr would connect but the handset would read 'not found.' The patient reset the wr and the handset and re-paired the handset to the wr, but the issue persisted. The handset would continue to say 'searching for device' and then go to 'not found.' They confirmed bluetooth was on. The wr was working as expected. A replacement handset was sent. The patient was also redirected to the doctor to pull the logs in order to see what was happening during the charging sessions. No patient symptoms were reported.